Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer¿s device and was able verify both the reported and observed issues.  Physio determined that the likely cause of the reported issue was that the device had been left on for an extended amount of time (over 75 hours). Physio recommended that the customer not leave the device powered on for extended amounts of time.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that they were using internal paddles to provide defibrillation to a patient and when they attempted to charge the device to 50 joules, the word "charging" appeared on the display but was "stuttering."  It also appeared to take longer to charge and there was a lot of noise in the ECG waveform.  The device did shock when prompted.  Once the shock was delivered, the noise in the ECG waveform was no longer present.  The biomedical engineer indicated that there weren't any other medical devices in the room that he believed could/would interfere with the device use.   Medical personnel were able to successfully charge and shock the patient multiple times.   The customer advised that the patient's heart "restarted" and that there were no adverse effects to the patient as a result of the reported issue.  No further details about the patient or the event were provided. Physio-control has made multiple unsuccessful attempts (both via phone and in writing) to contact the customer in order to obtain additional information about the patient and the event.  Upon evaluation of the customer's device, physio-control observed that, after the device was left turned on for over 75 hours, the defibrillator would intermittently dump the energy charge unexpectedly shortly after the defibrillator charge was completed.